Event description:
The customer reported that his daughter insulin pump was giving a button error alarm. The customer's blood glucose level was unknown mg/dl. The customer stated that his daughter went to take a shower and when she got out that is when alarm occured. The customer was asked if she recalls any significant events leading to the alarm and she said that she can't recall any significant events. The troubleshooting was performed. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump nad revert to back up plan per health care provider instructions.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had cracks on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.